Event description:
It was reported that syringe 50ml 18g 1-1/2in had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: too much oil in the syringe.

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is unknown. Sbdm investigated silicone lubricant weight on the house samples of syringe 50ml 18g 1-1/2in. Test method: sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Testing result of silicone lubricant weight: silicon in the medical device spec: below 0.25 mg per inner size¿ sbdm took a silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result (0.2447) met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size¿, the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected 30 pcs of house samples from lots 1006023, 1006293 & 1006303, no abnormality observed. DHR review: sbdm reviewed the manufacturing record, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is similar issue of the similar product from other customer. Root cause: sbdm took a silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result met the regulatory standard on medical device manufacturing. From investigation of syringe 50ml 18g 1-1/2in manufacturing process, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. However, there is likely occurrence that the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. And it causes too much oil in the syringe. Corrective actions: 1. Conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Rechecked the silicone spray unit for syringe assembly process and implemented preventive maintenance for the silicone spray unit. We will control internal guideline for silicone lubricant standard as below 0.2500mg. 3. Strengthening process monitoring & product inspection during syringe manufacturing process. Conclusion: 1 sample was returned to sbdm, lot number is unknown. Sbdm took a silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result met the regulatory standard on medical device manufacturing. From investigation of syringe 50ml 18g 1-1/2in manufacturing process, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. However, there is likely occurrence that the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. And it causes too much oil in the syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 sample was returned to sbdm, lot number is unknown. Sbdm investigated silicone lubricant weight on the house samples of syringe 50ml 18g 1-1/2in. Test method: sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Testing result of silicone lubricant weight: silicon in the medical device spec: below 0.25 mg per inner size sbdm took a silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result (0.2447) met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size, the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected 30 pcs of house samples from lots 1006023, 1006293 & 1006303, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is similar issue of the similar product from other customer. Root cause description: sbdm took a silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result met the regulatory standard on medical device manufacturing. From investigation of syringe 50ml 18g 1-1/2in manufacturing process, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. However, there is likely occurrence that the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. And it causes too much oil in the syringe. Rationale: sbdm has inhouse CAPA-(B)(4) in place to monitor defect. Corrective actions: conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. Rechecked the silicone spray unit for syringe assembly process and implemented preventive maintenance for the silicone spray unit. We will control internal guideline for silicone lubricant standard as below 0.2500mg. Strengthening process monitoring & product inspection during syringe manufacturing process.

Event description:
It was reported that syringe 50ml 18g 1-1/2in had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: too much oil in the syringe.